Event description:
The customer called for help with his contour system. He alleged that he was receiving low blood glucose readings such as 31, 35 and 17 mg/dl. He performed control tests during the call and received a result of "lo". The normal control range was 101-140 mg/dl. No adverse events were alleged. The customer only had 1 test strip left, but he was advised to return it for evaluation. Replacement test strips and a new meter were sent to the customer.